Manufacturer narrative:
(B)(4). Results of investigation: the carefusion factory service center received the suspect device, a sipap unit, and evaluated the device. An evaluation of the device duplicated the reported issue and isolated the issue to the blender being out of calibration. The factory service center repaired and tested the device and the unit meets manufacturer's specifications.

Event description:
The customer reported that the fio2 on the ventilator was set at 60% and the customer's external analyzer was reading 68%. The o2 calibration comes in correctly when the fio2 is set to 21% and 100%, but it does not come into specification in between those settings. There was no patient involvement associated with the reported issue.